Event description:
In 2009, the pt reported that he received an e4 (occlusion) error on the infusion device at approx 12:00am. The infusion tubing was changed a day prior, and the insulin cartridge had been in use for 6 days. The pt was instructed to disconnect from the infusion site and to prime and e4 was displayed. He removed the infusion tubing and primed through the adapter and e4 was displayed. He removed the insulin cartridge from the infusion device and performed an empty prime without error. He inserted a new insulin cartridge and primed the infusion tubing without error. He reconnected to the infusion site and bolused 4 units of insulin to lower elevated blood glucose of 356 mg/dl. His normal blood glucose range is 95-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for eval.